Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units bemba fill time is taking too long. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Additional customer contact information: (B)(4). A getinge field service engineer (fse) noticed that "bemba fill" time is too long. Fse replaced the fill manifold (d104-00-0023) and screw concealment (d334-00-1666), completed a full calibration. All tests passed to factory specifications. Returned to the customer and released for clinical use.